Event description:
Stent balloon was inflated but did not appear to expand on fluoroscopy. As a result, the inflation was aborted and the stent balloon was re-prepared for deployment. The stent balloon was again inflated and the stent was deployed (10 atm) with appropriate expansion on fluoroscopy. During this inflation, the pt reported chest pain. Blood was later noted in the indeflator, suggesting that the stent balloon had ruptured.